Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. The customer¿s blood glucose level was 145 mg/dl at the time of the incident. The customer would have to rewind it but it kept occuring about 4 times. The customer was advised that the pump will need to be replaced. The insulin pump will be returned for analysis.